Event description:
Disposable falope-ring band applicator kit was loaded with 1 band per application with an apparent "click sound", band without deployment, and with transection of the fallopian tube(s) approximately 4 out of 5-6 attempts. Disposable falope-ring band applicator kit given to inventory clerk to return to the company(gyrus acmi). Manufacturer response (as per reporter) for disposable dual-incision falope-ring® band, disposable dual-incision falope-ring® band; awaiting response.